Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was in the pool and then their insulin pump received a open book image on the screen. The customer¿s blood glucose was 133 mg/dl. Troubleshooting was done for critical pump error alarm. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. Customer was advised to place the insulin pump in storage mode, removed battery, pressed and hold the back button until the screen turns off. The insulin pump will not be returned for analysis.